Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall one day after being implanted. The lead exhibited dislodgement, failure to capture, impedance issues, noise and high capture threshold. An x-ray was performed to confirm the lead perforation and a lead revision was made. The rv lead was explanted and successfully replaced. The lead is not expected to be returned for analysis as it was disposed by the explanting facility. No additional adverse patient effects.